Manufacturer narrative:
Claim # (B)(4) .

Event description:
The reporter indicated that a 12.6mm, vich12.6, -10.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchaged for a shorter length lens due to excessive vault. This exchange resolved the problem. "Hyperopic sizing" was reported for cause details. The reporter also stated that the device did not fail to perform as intended.